Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.

Manufacturer narrative:
(UDI) and (510k) are unknown; no additional information was received. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms#(B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional tests were performed. The product was cracked on right plunger case and battery door. Event history log (ehl) showed motor rate error. Occlusion test was performed and the reported problem was duplicated; motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. The root cause of the issue was deemed to be normal wear. Actions were taken to mitigate the reported issues: replaced worm coupling and gear, also updated motor mount for motor rate error during testing; performed occlusion test and all functional tests passed.